Manufacturer narrative:
Submit date: 6/7/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports particulate was discovered in a 12 ml ll syringe.